Event description:
Procedure type: hysterectomy. According to the reporter: the customer experienced the needles detaching from the suture. The needles fell into the patient's cavity but were retrieved. During the second detachment and a fluoroscopy was requested and the needle retrieved from the patient's abdomen. There was no ill effect to the patient. The sample is being sent for eval. Operating room time extended longer than 30 minutes.

Manufacturer narrative:
(B)(4).